Event description:
Received med-watch from end user: patient being transported by medics for injured ankle. Ambulance cot suddenly fell from upper position to lowest position. No harm to patient or staff. Manufacturer/repairer notified & obtained stretcher for evaluation.